Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -1.25 diopter implantable collamer lens into the patient's left eye (os) on (b)(3) 2023. The patient experienced refractive surprise. On (b)(3) 2023 the lens was exchanged with a same length but different power lens and this resolved the problem.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial in liquid with residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).